Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. The customer phone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 600 access immunoassay system and obtained lower results within the assay's normal reference range. The initial elevated accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a greiner no gel lithium heparin plasma tube and was centrifuged at 3,228 g (g-force) for twelve (12) minutes at 21 degrees celsius. No issues with sample integrity were reported by the customer.